Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr had meter-to-healthcare professional meter, back-to-back, blood glucose comparison tests performed with results of 123 and 240 mg/dl respectively. Rptr had no control solution available for testing. Rptr was not experiencing any symptoms.